Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus technical assistance center performed troubleshooting of the issue with the customer. The service technician instructed the customer to plug the sdi cable from olympus monitor to stryker system to sdi out on recording monitor. Once customer completed the connection, the image was displayed on both output devices. The device will not be returned for evaluation; the issue was resolved during troubleshooting.

Event description:
The customer reported that the olympus high definition lcd monitor was in use for a patient procedure. The procedure had two output devices in use: the olympus monitor and a device used as recording equipment (brand not reported). These two output devices were both connected to a video system (stryker). During the diagnostic examination, the olympus monitor displayed an image but the second output did not display an image. There was no delay in procedure. The staff used a phone camera to capture relevant photographs of the olympus monitor. There were no adverse effects to patient.